Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 02 (compression tracking error) message was confirmed based on the archive data review, but not during the functional testing. The archive data indicated ua02 message on the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions.per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is open during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the functional testing without error or fault. The ua02 error was not reproduced during the testing.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6) was used to resuscitate a patient. During resuscitation, the platform displayed a user advisory 02 (compression tracking error) message after a few chest compressions. The customer was unable to clear the ua. Manual CPR was performed for the rest of the call. No consequences or impact on the patient.